Event description:
Complainant alleged that the medics were monitoring an elderly male pt (age unk), when the device started to emit smoke from the back of the device, and then caught fire. The medic immediately shut the device down. The medic was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.